Event description:
During an in-clinic follow-up, oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed and oversensing was reproduced. The lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was reproduced. The lead was capped and replaced to resolve the event. The patient was stable.